Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter?s technical service center to report a system error 2240 on the homechoice (hc) machine during use, patient connected. The registered nurse (rn) stated that the home patient (hp) had been getting multiple issues. The hp had a system error 2240 last night. The baxter technical service representative (tsr) explained the alarm. The tsr would swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The report of the system error 2240 was confirmed and the root cause was undetermined. This issue is being investigated through CAPA.